Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pcu front case with keypad needed to be replaced since the pc unit was unable to power on even though it was plugged into ac power outlet. There was no patient involvement.